Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 inspection of the returned device revealed no evidence of the sterility of the packaging being compromised. The likely condition of the products when they left zimmer biomet was conforming to specifications. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded the most likely root cause of the event is due to transit damage causing the foam packaging to become abraded and shed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while investigating circulated items there was debris identified in the sterile packages. No patients were involved. Attempts have been made and additional information on the reported event is unavailable at this time.